Manufacturer narrative:
The manufacturer received information alleging a ventilator failed pm test. There was no harm or injury reported. The ventilator was evaluated by product investigation laboratory and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue.

Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator failed pm test. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.